Event description:
It was reported that the ilet user¿s infusion set was not deployed correctly and detached from the body while placed on the thigh, after which the user replaced the infusion set during the call. The user was educated on the risk of inadequate insulin delivery due to a dislodged infusion site and was advised to monitor blood glucose. A replacement infusion set was shipped. No reported symptoms. Outcomes included product replacement and user education. Investigation included customer interview and troubleshooting. Investigation of this case revealed an insertion/application issue leading to loss of infusion site integrity, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that user technique during insertion was the most likely cause.